Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior anterior tibial artery using an indigo system separator 4 (sepc4), an indigo system catrx aspiration catheter (catrx), and a non-penumbra sheath. It was reported that the clot was acute in the posterior tibial artery. During the procedure, while advancing the sepc4 into the target location, the physician experienced resistance; however, one pass was completed using the sepc4 and catrx. After the pass, the physician removed the sepc4 and noticed on the back table that the wire distal to the bulb of the sepc4 had fractured but was still attached by a wire. It was also noted that the physician believed while advancing the sepc4 down the posterior tibial, the distal tip of the sepc4 had selected the side branch and became stuck in between the catrx distal end, and the side wall of the vessel. The procedure was completed using a new sepc4 with the same catrx and the same sheath. There was no report of an adverse effect to the patient.